Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a delay in detection and failed redetection due to a combination of rate-smoothing down percentage and long fixed av delay.